Event description:
The customer reported via phone call that there was a beep anomaly on the insulin pump. Customer stated there was a beep noise occurring everyday at 10:30. The customer stated they did not press or accidentally press the buttons on the insulin pump. Troubleshooting found the insulin pump passed a self-test. The customer's blood glucose was 191 mg/dl at the time of incident. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no audio anomaly was noted during testing and the insulin pump passed the self test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a cracked belt clip slot.